Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent cystocele, anterior vaginal wall prolapse, and recurrent paravaginal defect. Patient had implant of another manufacturer's soft tissue repair matrix device for cystocele repair and anterior vaginal wall prolapse repair with sacrospinous ligament fixation with another manufacturer's fixation device and prolene suture, vaginal mucosa trimming, right paravaginal defect repair, and cystoscopy. Intraoperative findings noted good apical and posterior wall support.